Event description:
It was reported that a 10-hole locking compression plate (lcp)/dynamic hip system (dhs) slide plate-130 degrees broke postoperatively. The initial implant surgery was performed in (B)(6) on (B)(6) 2015. The patient underwent revision surgery in the united states on (B)(6) 2015 and was revised to an intramedullary nail. The broken lcp/dhs plate was removed along with the intact associated hardware which included: four (4) cortex screws; four (4) locking screws; and, a dhs lag screw. There was no reported surgical delay and the revision procedure was successfully completed. The patient is outcome was reported as ¿fine¿. This report is for one unknown 10-hole locking compression plate (lcp)/dynamic hip system (dhs) slide plate-130 degrees. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown 10-hole locking compression plate (lcp)/dynamic hip system (dhs) slide plate-130 degrees. Part and lot numbers are unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.